Manufacturer narrative:
(B)(4). As the pacemaker remains implanted and in service, no further information concerning this report is expected and our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up, this right ventricular (rv) lead presented with pacing impedance measurements below 100 ohms. In addition, there was noise on the rv lead that resulted in oversensing and pacing inhibition. Also found during the follow up was that the right atrial (ra) lead presented with abnormal sensing measurements and noise that was being oversensed. An insulation issue was suspected with the ra lead. A revision was performed and the rv lead was explanted and successfully replaced. Attempts were made to reposition the ra lead but were not successful so the ra lead was also explanted. No additional adverse patient effects were reported. The pacemaker remains implanted and was reprogrammed to vvi pacing.